Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the upper & lower pressure sensor(s) causing error code 240.4150 & error code 241.4140. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/18/2016 to present date 10/26/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken or damaged. It was not working in any capacity. No additional information was provided. No patient involvement was noted.